Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's light bundle was broken during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The light bundle of the distal end is broken led to the light bundle is hidden broken. In addition, the following reportable malfunctions were identified during the device evaluation: the metal of the distal end has indentation and deformation, blurry image and the uc sheath is corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by traced to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's light bundle was broken during cleaning and disinfection. There were no reports of patient involvement.